Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went in to get stress test and got an ¿end of service¿ (eos) message. It was reported that the patient couldn¿t turn off the device. No symptoms or complications were reported.